Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during in dwell 3. The home patient (hp) stated that the heater connection was loose. The baxter technical service representative (tsr) advised the hp to start over with all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed, however the home patient stated that the heater connection was loose which is a known cause of this type of alarm. The cause for the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.